Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to a (B)(6) patients. It was reported the patient lost therapy. An impedance check revealed high impedance. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Evaluation codes: further review revealed device code field was inadvertently omitted from the previous follow-up report.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned with a kink in the lead body where all the internal wires were broken and separated. There was also a cam impression consistent with a swift-lock anchor 1cm proximal to the fracture. As there was no breach of the outer tubing, and high impedance was observed prior to the revision, the cause of the broken wires is consistent with an overstress condition or a sudden event the lead was subjected to while in vivo.